Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the pacing lead impedance (pli) of the left ventricular (lv) lead had dramatically increased. No intervention was performed since the impedance was stable and within range. The patient was stable and will continue to be monitored.